Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was giving them a motor error alarm and the buttons were not responding accurately. The customer¿s blood glucose during the incident was unknown. The drive support cap appeared to be normal. The alarm occurred during a bolus. The customer was able to complete the insulin pump rewind due to the alarm. The insulin pump¿s history contained more than one motor error alarm within the last 30 days. The insulin pump will not be returned for analysis.